Event description:
Related manufacturer reference number: 3006705815-2024-01374. It was reported that patient experienced pain at ipg site as the ipg had rotated sideways and is protruding out. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
A patient experienced ipg and lead migration was reported to abbott. It was determined the patient had pain at ipg site as the ipg had rotated sideways and is protruding out. X-rays were taken and showed that the one lead migrated down two vertebral bodies. It was noted that no anchors were used during implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken on 08may2024 wherein the ipg was revised and moved laterally a couple of inches away from the pelvic crest. Effective therapy was restored.